Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The health care professional has requested a new 1003 analyses after smr6 has been installed. The device will remain implanted, and the patient will be monitored at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.